Event description:
In 2005, the pt received the primary surgery (plif). In 2008, the pt underwent a surgery just to remove the implants. During this extraction surgery, the blockers and rods were removed without problem; however, it was found that one of the screwhead was disassembled when the surgeon was about to extract it. The screw thread was removed by a plier.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.